Event description:
Customer obtained results of 86 mg/dl, and 48 mg/dl within 10 minutes on the accu-chek aviva system. Customer treated self with orange juice and peanut butter and felt better 15-20 minutes later. No adverse event reported. New system sent to customer and return requested.